Event description:
It was reported that the itrak 3500 system was having an issue reading the diego debrider. The sys would identify it and then loose its identity after about 2 minutes. This happened during a case. The procedure was completed and no pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The failure could not be duplicated. The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.